Manufacturer narrative:
(B)(4) there was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient's mother described the skin reaction as being very itchy, bumpy and red at sensor insertion site. Sensor was inserted at the arm on (B)(6) 2015. Patient treats the affected area with a prescription cream, prescribed by her physician on (B)(6) 2015. Patient's mother does not recall the brand name of the prescription topical cream. At the time of contact, the patient's current condition was reported to be stable. No additional event or patient information is available.